Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records for the provided product/lot combination did not reveal any related manufacturing deviations or anomalies. No additional product/lot combinations have been verified. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated.depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
****Update - der received from sales rep indicates patient was revised (B)(4) 2012. Report states that patients attorney thinks this is a recalled hip. The ceramic head had visible wear and was removed. Product/lot information for the femoral head updated. The metal liner was also changed to a poly liner. **** the devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. ****update - der received from sales rep indicates patient was revised (B)(4) 2012. Report states that patients attorney thinks this is a recalled hip. The ceramic head had visible wear and was removed. The metal liner was also changed to a poly liner. **** update: 12/17/12 pfs was received from legal, medical records were received from legal. There is no new information that would change the existing MDR decision. Records are available for further review. (Right hip). The devices associated with this report were not returned. A search of the complaint database found no additional reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The investigation has been reopened because the patient has now been revised and additional information has been received. This complaint is now under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege after surgery, patient began to suffer from severe pain in her hip and symptoms of a failed implant. It is further allege upon information and belief, patient is suffering loss of muscle mass and deterioration of the soft tissue in the hip. It is also alleged the increased presence of said metal ions in the patient's bloodstream can cause significant health problems and the exacerbation of pre-existing conditions, while subjecting the patient to increased medical diagnosis and treatments. Doi: (B)(6) 2008 - dor: no revision reported at this time. (Unknown side). Patient is a resident of (B)(6). Update - der received from sales rep indicates patient was revised (B)(6) 2012. Report states that patient's attorney thinks this is a recalled hip. The ceramic head had visible wear and was removed. The metal liner was also changed to a poly liner.

Event description:
Litigation papers allege after surgery, pt began to suffer from severe pain in her hip and symptoms of a failed implant. It is further alleged upon info and belief, pt is suffering loss of muscle mass and deterioration of the soft tissue in the hip. It is also alleged the increased presence of said metal ions in the pt's bloodstream can cause significant health problems and the exacerbation of pre-existing conditions, while subjecting the pt to increased medical diagnosis and treatments.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). (B)(4).

Event description:
In addition to what previously alleged, ppf alleged elevated metal ions. Added law firm and stem.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.